Event description:
Additional information provided that on (B)(6) 2019 during the permanent implant procedure the four fragments from the (B)(6) 2019 trial implant were removed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the patient¿s trial lead removal on (B)(6) 2019 the lead broke. The entire lead was not explanted a portion of the lead remained inside of the patient. The patient will be getting an x-ray to assess for lead remaining in the epidural space. The patient is awaiting surgical intervention at a later time.